Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
Correction: b5 and h6 - programming changes were performed to resolve the issue was added to b5 and updated coding to reflect reprogramming was added to h6.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
Additional information received notes that it is suspected that the right ventricular (rv) lead is fractured.

Event description:
Additional information received notes that on 9 feb 2023 the physician elected to cap and replace the right ventricular (rv) lead. The patient condition was stable before, during, and after.

Manufacturer narrative:
Correction: g3 - the awareness date of the previous supplemental report should have been 9 feb 2023, rather than 13 feb 2023.